Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the system presents an error when surgeon moves patient side manipulator (psm) 3 and presses clutch button on psm 3. The technical support engineer (tse) checked the system logs and found errors 23009, 23025, and 23004 associated with psm3. Tse confirmed that they had already performed the hard power cycle, currently surgeon is using two psms for surgery. Tse told him that psm3 needs to be replace. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed at power up. The axis 2 motor was replaced as a fix. The root cause of this failure is attributed to component failure.